Event description:
String is attached to the wrapping of the tampon [device physical property issue]. Case description: consumer reported via email that the tampon string detaches during attempts to open. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
String is attached to the wrapping of the tampon [device physical property issue] cause was traced to manufacturing [manufacturing issue]. Case description: consumer reported via email that the tampon string detaches during attempts to open. No injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.